Manufacturer narrative:
The pod was received with the soft cannula deployed and discoloration visible through the top and bottom housings. Corrosion was observed on the pcb assembly, batteries, linkage assembly, catch beam, mechanism rails, and hard cannula. The corrosion on the pcb assembly prevented communication with the master pdm which prevented retrieval of the pod data. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal fluid leak contributed to the observed corrosion and prevented the proper delivery of insulin.

Event description:
It was reported the patients blood glucose level rose to 500mg/dl while wearing the pod between 1 and 4 hours.